Manufacturer narrative:
(B)(4) information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, one of the staples would remain in the cartridge deck. The crown of the staple is pinched between the driver and cartridge. Case completed with another reload of the same product code. There were no patient consequences reported.